Event description:
It was reported that the target lesion was in the superficial femoral artery (sfa). The absolute pro stent was advanced without issue and implanted. However, it was noted that the stent was not fully expanded. Two additional absolute pro stents were implanted overlapping the first stent, one on the distal end and the other on the proximal end. The final result was reported to be good. There was no clinically significant delay of procedure reported. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.